Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-16513; related manufacturer reference number: 2017865-2019-16515. It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, episodes of noise resulting in inappropriate automatic mode switching on the patient's right atrial lead and underpacing due to pacing inhibition on the patient's right ventricular lead were observed. The patient's pacemaker was also suspected but it is unknown. No intervention was performed. The patient's condition was asymptomatic throughout the event.